Event description:
False positive result(s). User believes that they received false-positive results. They provided the following time line of testing: flowflex rapid antigen test @ 1pm 10/14 result: postitive, q-pcr test @ 2pm 10/14 result: negative. Flowflex rapid antigen test @ 3pm 10/14 result: postitive, rt-pcr test @ 1pm 10/15 result: negative. Flowflex rapid antigen test @ 3pm 10/15 result: postitive.

Manufacturer narrative:
Batch records, final product manufacture and qc records were reviewed for cov2020010. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Retention samples were checked and the issue could not be found. Complaint is not verified.